Event description:
It was reported that the leadless pacemaker was found in backup mode. The device was restored successfully. The patient was stable.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.